Event description:
Additional information was received indicating surgery to replace the patient's vns lead and generator has occurred. The explanted lead and generator were returned and underwent analysis. The generator performed to specifications and no anomalies were found. The entire lead was not returned. Setscrew marks present on the lead pin indicate proper pin insertion at one point in time. Dried body fluids were observed inside the inner and outer tubing however no points of entry other than the cut ends of the lead made during the explant procedure. No lead discontinuities or other anomalies were observed. Since the lead pin appears to have been fully inserted, it is likely that a lead fracture exists in the unreturned portion of the lead.

Event description:
Additional information was received from the neurologist's office indicating that the patient's vns was disabled when the high impedance was found as recommended in manufacturer labeling. No x-rays have been taken. The site indicated that the patient is very violent and 'trauma is very much a possibility' as he occasionally will hit himself and is violent with others. Surgery to replace the lead and generator is likely.

Event description:
It was reported that the patient's vns was now indicating high impedance on system and normal mode diagnostic tests. No adverse events have been reported. No trauma or manipulation has been reported. It is unknown if the physician disabled the patient's generator as recommended in manufacturer labeling. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury. Type of report, corrected data: initial report inadvertently did not indicate "30-day."